Manufacturer narrative:
(B)(4) catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient in (B)(6) underwent procedure for a replacement of a percutaneous endoscopic gastrostomy (peg) tube from a 15fr to 20fr due to dysphagia. Patient was discharged after the procedure with no reported complications. On and unknown date, the patient had aspiration of saliva, pneumonia, and fever. On (B)(6) 2016, the patient died.